Event description:
It was reported that one intravascular administration set was observed to have come apart while in use on a patient. It is unknown whether or not there was any patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual test identified that the male luer had separated from the tubing. Upon closure inspection it was noted that there was no solvent plow ridge or residue on the tubinh end. The other solvent bonds were pull tested without incident. However, the cause of the reported condition could not be identified.